Event description:
A healthcare professional reported that during an intraocular when trying to load the lens into the cartridge, it feels very rigid, and when trying to grasp the haptics was immediately fractured. The surgery was completed on the same day with another lens with similar characteristics. There was no patient contact. Additional information was requested.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).